Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not displaying patient profiles. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not displaying patient profiles. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was trying to connect different sync server. A technical support specialist (tss) investigated and confirmed from the server side that there was no issue with the patient. Upon checking the station logs, a network-related timeout error was identified while attempting to connect to the sync server. It was observed that the station was trying to connect to a different sync server than the one assigned, which could lead to data inconsistency. Initial troubleshooting was performed, and hospital information technology (it) was advised to verify network connectivity and ensure proper port functionality. The system functioned as intended after the technical support specialist guided the user to resolve the issue.